Event description:
Pt's pacer failed to sense the pt's intrinsic beats. One spike fell on the t-wave, followed by v-tach arrest. Pt was post cardiac surgery and was successfully cardioverted with no other sequelae following.